Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25 mm sjm masters series mechanical heart valve was selected for implant. During the implant procedure, while the device was being rotated, the leaflet dislodged from the valve. Resistance was noted during the rotation. The physician attempted to reinsert the leaflet, but was unsuccessful. The device and the dislodged intact leaflet was removed and replaced with a 25 mm on-x valve to resolve the event. The patient remained hemodynamically stable, but the procedure was extended longer than clinically significant. The patient is stable.

Manufacturer narrative:
An event of leaflet dislodgement and resistance during the valve rotation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use artmt600080901, rev. A, "using the valve holder/rotator and an sjm¿ valve holder handle, rotate the valve in situ to the desired position (figure 14). The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."